Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips were malformed. Another like device was used to complete the procedure. There was no patient consequence.